Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of in-stent restenosis (isr). A 10mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm to 7atm. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications, and the patient was stable post procedure.